Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable pulse generator (ipg). It was reported that the patient had not used his device in over a year and now could not charge. Overdischarge was confirmed. Patient non-compliance with the charger may have led or contributed to the issue. A physician mode recharge was attempted twice, but was unsuccessful. The patient was to have the ipg replaced, but the date was unknown. The surgical intervention was planned, but had not occurred or been scheduled. The issue was not resolved as of (B)(6) 2017. The patient was alive with no injury. The issue occurred during normal use and began in 2016. Sciatica was noted as patient medical history.